Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The patient was hospitalized from (B)(6) 2020 to (B)(6) 2020 for fever and infections; urinary tract, bronchopulmonary, and stoma site. It was reported that the patient had a greasy peg insertion site with purulent secretions. On an unknown date the patient was treated with intravenous antibiotic, piperacillin/tazobactam. Reported adverse events improved after antibiotic administration.